Manufacturer narrative:
The local area field representative was contacted for additional information. Mv was programmed off and sensitivity was reprogrammed. No further evaluation of the lead was performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's leads, oversensed noise which results in pacing inhibition of 9 seconds and 10 seconds. The patient is pacer dependent and experienced syncope as a result. Boston scientific technical services (ts) reviewed the two episodes stored and noted the minute ventilation (mv) signal was being oversensed. Ts recommended programming mv off and using fixed sensitivity. Additionally, troubleshooting related to the leads was discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional programming changes were made. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient again experienced a syncopal episode. The cause of the syncope was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right atrial seal plug. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was reported indicating high out of range right ventricular (ra) pacing impedance measurements were observed. It was also noted that the device had reached explant. The device was subsequently explanted and replaced with another manufacturer's device. No further syncopal episodes were noted following the previous reprogramming. No adverse patient effects were reported related to the routine device change out procedure.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated when analysis is complete.

Event description:
Additional information was reported indicating high out of range right ventricular (ra) pacing impedance measurements were observed. It was also noted that the device had reached explant. The device was subsequently explanted and replaced with another manufacturer's device. No further syncopal episodes were noted following the previous reprogramming. No adverse patient effects were reported related to the routine device change out procedure.